Manufacturer narrative:
H10 h3, h6: the reported 5.5mm healicoil regenesorb sa anchor system, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture came free from the anchor. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Further investigation is not warranted at this time.

Event description:
It was reported that during a rotator cuff repair, the suture on the healicoil came off the anchor. The anchor was left in the patient and another anchor was deployed at a new location. The procedure was completed with a back up device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.